Event description:
Hill-rom received a report from a hill technician stating the nurse call function is nor working. The bed was located at the account on the 17th floor. There is no patient/user injury reported. This repot was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found the side communication board needed to be replaced. Per the hill-rom service manual, performed annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the side communication board to resolve the issue. Based on this info, no further action is required.